Event description:
Consumer complaint of hi blood result. Expected blood glucose test result range is 150 to 300 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of e-5 and hi. Verified storage of product is within instruction specification. Test strip lot MFR's expiration date is 01/21/2017 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory (date/time not set). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).